Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the electrode belt failed a hi pot test. The cable connecting ECG a and ECG b to the front therapy electrode was pulled from strain relief, damaging cable connector j703 on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During investigation into an unrelated issue, a reportable device malfunction was found. Electrode belt sn (B)(4) failed incoming functionality testing.